Manufacturer narrative:
B5: upon further due diligence the device was clarified to be a baxter non-dehp y-type catheter extension set. G1 address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon further information, this device alleged in this event was found to be a non-baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown baxter access set "the line was broken at y-site". The process step was not reported, however, this occurred while use in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.